Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient that had implants 10+ years ago and had a ruptured silicone.

Event description:
Healthcare professional reported ruptured silicone. This is for the right side. Device has been explanted and discarded.